Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (delivery system positioning difficulty); patient's condition affected effectiveness of device (anatomy related; chronic occlusion of the iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; chronic occlusion of the iliac arteries).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a chronic occlusion of the right iliac system approximately one month ago. The patient did not have an abdominal aortic aneurysm. The stent grafts were successfully implanted. It was reported that the patient initially presented with claudication symptoms from extensive occlusive peripheral vascular disease including chronic occlusion of the right iliac system down to common femoral bifurcation, right sfa occlusion at origin, left sfa occlusion, bilateral internal iliac occlusions, and severely diseased left common iliac/left common femoral arteries. The plan was to treat the left iliac/femoral with endarterectomy/atherectomy and placement of an endurant limb followed by a left to right fem-profunda bypass. The physician acknowledged this plan was technically challenging and had a high risk for failure or conversion to open surgery. After performing an endarterectomy/atherectomy via the left groin cut-down, the physician was concerned about not removing enough plaque. However, after taking an angiogram, he decided to attempt stent graft placement. A 10 x 10 x 82 endur ant iliac stent graft was attempted to be inserted without a sheath over an amplatz super stiff wire. The physician felt resistance in the mid common iliac artery and was unable to advance the delivery system any further. The delivery system was removed and was found intact. Serial dilation was of the vessel was performed; however, the 12 french dilator would not pass past the mid common iliac artery area. Another angiogram was performed revealing a tight stenosis along with significant plaque debris in the common iliac artery. At this point the physician decided against angioplasty or any further endarterectomy. The procedure was converted to an open repair/bypass. The physician stated that the delivery system was unable to advance due to the severity of plaque disease. The device was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results, conclusions: use of extension alone; iliac artery diameter of 7 mm and treatment of occlusion.

Event description:
Correction: the device was not implanted in the patient.